Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-mar-2018 with the following findings: a review of the pump alarm history showed several cs145 alarms. The battery cap was undamaged and able to fit securely to the pump. No damage to the pump was observed. During investigation, the pump ez-prime steps were performed correctly with no alarms occurring. The pump was exercised for 24 hours with no alarms. The force sensor calibration was found to be within specifications. The complaint of an occlusion issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.